Manufacturer narrative:
(B)(4). Medical devices - m2a-magnum cup # item 15-106056 lot 970860; taper adapter # item # item 11-104215 lot 355510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately ten years post initial surgery due to pain, discomfort, inflammation and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No new reportable information received.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the initial op notes states that the hip x-rayed to reveal excellent fit and the wound was closed with no complications. Operative notes for the revision were not provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.